Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod on the abdomen between 5 and 24 hours. The pod was applied during omnipod 5 training at 10:00 a.m. And the patient returned to work after training was completed. Patient noticed their blood glucose levels increasing and despite multiple corrections, the blood glucose levels would not lower. The patient arrived home from work at 5:00 p.m. And checked their ketones which were very high. Symptoms reported include nausea, abdominal pain and vomiting. The patient went to the emergency room and was admitted to the intensive care unit (ICU). The patient received intravenous fluids, insulin drip, anti-nausea medication and electrolyte replacement for treatment. The pod was discarded and the patient was discharged after 27 hours.